Event description:
It was reported that during implant attempt, the physician did not get acceptable r-wave values at the first location. When another location was tried, the helix would not extend after 27 turns. The lead was removed and replaced with another lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. There was blood/body fluid in the distal conductor; blood in/on the helix mechanism (sleevehead). Tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.